Event description:
Pt found in full cardiac arrest. Pt went into ventricular fibrillation. Hands free defibrillator pads applied and pt shocked 4 times. On arrival to hosp, it was discovered that the pt had a blackened pencil eraser size burn area where the defibrillator pad was removed.